Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: the entire case depicts an out-date sticker on the box of 2018-07-31, however, the out date on the lid stock says: 2019-07-31.

Manufacturer narrative:
(B)(4). The customer provided a photo of a product lidstock. Visual examination of the photo revealed there is a discrepancy in expiration dates. The expiration date on the stickers placed on the lidstock is 2018-07-31; however, the expiration date printed directly on the lidstock is 2019-07-31. A device history record review was performed with no relevant manufacturing related issues. The bill of materials was reviewed and the correct expiration date is 2019-07-31. Therefore, it appears as though the stickers are printed incorrectly. A non-conformance request was initiated to further investigate this complaint issue. The customer complaint of an incorrect label was confirmed based on visual examination of a provided photo. Visual examination of the photo revealed there is a discrepancy in expiration dates. The expiration date on the stickers placed on the lidstock is 2018-07-31; however, the expiration date printed directly on the lidstock is 2019-07-31. Based on the bill of materials for this kit, the correct expiration date is 2019-07-31. Therefore, it appears as though the sticker is printed incorrectly. Based on investigation, the probable cause of the incorrect label is packaging. A non-conformance request was initiated to further investigate this complaint issue.

Event description:
The customer reports: the entire case depicts an out-date sticker on the box of 2018-07-31, however, the out date on the lid stock says: 2019-07-31.